Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6)

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. No additional detail was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/21/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 10/02/2015 with the following findings: on investigation, the alleged intermittent power issue was verified in the black box but not duplicated in the evaluation. Review of black box history found unexplainable power-on-reset events. No damages were found with the battery compartment. Battery cap was not returned, using the returned cap, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any power issues. Pump casing was opened and there was no evidence of intermittent conditions found with the power circuit or the continuous glucose monitor module. (B)(4)